Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2005-(B)(6); 1056k competitor implantable pacing lead 2005-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had diminished r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.